Event description:
The hospital reported that during set up for an endoscopic vein harvesting procedure, when the hemopro device was plugged in, the jaws turned bright red and started smoking when the actuation switch had not been activated. The device was disconnected and set aside for returning. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).